Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven (7) years post initial procedure, a type 3b endoleak was identified at routine follow-up. Reintervention has been scheduled. The patient is reported to be fine.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven (7) years post initial procedure, a type 3b endoleak was identified at routine follow-up. Reintervention has been scheduled. The patient is reported to be fine. Additional information: reintervention was completed with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal and the endoleak was successfully resolved. The patient was reported to be doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the afx type iiib endoleak of the proximal extension with additional endovascular procedure complaint is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The pre index distal neck diameter was 32.1mm which should be between 18-32mm. This did not appear to contribute to the reported event. The final patient status was reported to be doing fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem - updated d1-10: suspect medical device - has been updated g3: date received by manufacturer - updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11 h9: recall number - updated.